Event description:
Patient reported left side intracapsular rupture, lymphadenopathy and deterioration of health. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d1, d2, d4, d6(b), g2, g4, h4 photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported "intracapsular rupture", "lymphadenopathy and deterioration of my health", with MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture", "lymphadenopathy and deterioration of my health".